Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, the endurant bifurcate was implanted approximately 5 mm below the left lowest renal artery with a proximal type I endoleak, due to the angulated aortic neck. The physician elected to implant an endurant cuff. After the endurant cuff was implanted, a proximal type I endoleak was observed. The physician implanted three endoanchors, resolving the event. Per the physician, the cause of proximal type I endoleak was due to angulated neck with calcium. No additional clinical sequelae was reported and the patient is fine.

Manufacturer narrative:
Conclusions: off-label, unapproved, or contraindicated use (infrarenal neck angulation) film evaluation results are: review of pre-implant CT¿s and film report revealed that the patient had a 5cm max diameter aaa. The proximal neck diameter just below the renals measured 22mm, and 19mm lower at the bottom of the neck was 25.6mm. The neck was extensively calcified and severely angulated ~90deg l-r. The calcified distal aortic diameter measured 25mm. The iliac arteries were mildly tortuous but extensively calcified. The rcia diameter ranged from 11 ¿ 15 ¿ 14mm along the 42mm length, and the lcia diameter ranged from 12 ¿ 16 ¿ 15mm along the 43mm length. The right external iliac access diameter was 7.7mm. The left external iliac access diameter was 8.2mm and the left femoral was noted to have a high bifurcation location. The exact cause of the proximal type I endoleak seen during implant, which resolved following implant of the endoanchors, could not be determined from the pre-implant films provided. Films during implant and post-implant were not available for review. It appears likely that the severely angulated and calcified infrarenal neck contributed to the proximal type I endoleak.